Event description:
It was reported that customer received a no delivery alarm. It was reported that customer was able to see insulin going through infusion set, but body was not reacting to it. It was reported that customer's blood glucose elevated to over 500 mg/dl and was treated with a bolus shot. It was reported that customer did not test infusion set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.